Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged for loss of communication between insulin pump and transmitter, received change sensor alert and sensor updating alert. The customer reported blood glucose value of 308 mg/dl. The customer was treated with pump, manual injection and gabapentin. The event involved products mmt-7841zn, mmt-7040ma, mmt-1884, mmt-397a and mmt-332a. Troubleshooting was performed for sensor alerts. Transmitter failed tester procedure. Troubleshooting was performed for tester procedure for transmitter. Led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. Troubleshooting was partially performed for high blood glucose. The customer has used the insulin pump system within 48 hours of the reported event. The smartguard/auto mode of the insulin pump was not in use at the time of reported event. No harm requiring medical intervention was reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040ma. No product return is required for mmt-1884. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
Following our receipt of one unit and performed visual inspection, the unit placed under microscope and found physical damage to all connector pins, unable to continue with functional or verify loss communication anomaly due to transmitter being damaged. In summary, the customer complaint of unexpected sensor alarms and loss communication anomaly could not be confirmed due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.